Event description:
There is a strong irritating odor that permeates this brand of teethers. FDA-approved preservatives are added to the distilled water inside the teether. A waiting period of 5 days prior to packaging is specified to allow any "smell" to go away. Co contracted MFR points to some rush shipments of this product where the 5-day spec may have been eliminated as the potential reason for the smell rptr encountered. The 5-day waiting period has now been mandated, without exception to avoid this problem in the future.